Event description:
It was reported that the liner would not seat in the cup. They attempted to seat it for 3 hours when they finally concluded that the procedure needed to be completed using new devices. There is no additional information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). D10: 00875305001 item name 50mm o.d. Size hh porous uncemented with cluster holes shell use with hh liners lot # 65714788. G2: foreign: india. Visual examination of the provided pictures identified the liner and shell being held together by the surgeon. A video shows the surgeon attempting to assemble the liner and shell on the table, however the liner can be easily separated after impaction. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d9 g3 g6 h2 h6 h10 visual examination of the returned product identified upon return the liner was seated in the shell. The liner shows gouges and indentations on the high wall rim, inner spherical surface, as well as the face where the item etch is located. The shell shows scratches on the rim face. Multiple gouges are noted on the rim face that are near or under the lip of the high wall of the liner. No other damage is noted. During evaluation the liner was found to be firmly seated in the shell with no movement. The anti rotation scallops are flush in the shell as intended. The high wall lip of the liner is fully seated against the shell face as intended. Root cause unchanged. This complaint cannot be confirmed. The devices were returned seated together. A previous video showed the devices could not assemble together. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.